Event description:
It was reported during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, the duodenovideoscope's forceps elevator was malfunctioning. The instrument guidewire could not pass through normally due to reduced angulation of the forceps elevator. This caused the mucosal incision knife to be stuck and resulted in deformation of the knife head and damage to the guidewire. At first, the user suspected that there was a problem with the mucosal incision knife so they replaced it with an imported mucosal incision knife and also replaced the guidewire with a new one. They tested the endoscope again, but it still got stuck, ultimately leading to cancellation of the surgery. The patient was under general anesthesia at the time of cancellation. At this time, the procedure was not rescheduled and the patient did not undergo follow-up surgery. There was no reported patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus, the reported issue was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the reported event was likely related to the endo-therapy accessories or due to device handling by the user, and not related to the subject device itself. The root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) in section: ¿4.2 using endo-therapy accessories: warning ¿ if the insertion or withdrawal of endo-therapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endo-therapy accessories with excessive force may damage the instrument channel or endo-therapy accessories cause some parts to fall off and/or cause patient injury. Do not insert or withdraw an endo-therapy accessory by force when the forceps elevator is raised to its maximum height. The instrument channel, the elevator wire, and/or the endo-therapy accessory may be damaged and patient injury, bleeding and/or perforation can result. If the endo-therapy accessory cannot be inserted or withdrawn, move the elevator control lever in the opposite direction of ¿u¿ to lower the forceps elevator and insert or withdraw the endo-therapy accessory.¿ this supplemental report includes an update to h3 from the initial medwatch. Olympus will continue to monitor field performance for this device.